Manufacturer narrative:
The investigation found the customer¿s calibration and qc were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-sars-cov-2 s result for one patient sample with the cobas 6000 e 601 module. The initial result was 0.400 u/ml with a data flag (nonreactive). This result was reported outside of the laboratory. On (B)(6) 2021, the patient was tested at another laboratory with a result of >250 u/ml (reactive). The original sample was then repeated with a result of >250 u/ml with a data flag (reactive). The reagent lot number was 539196. The expiration date was requested but not provided.